Event description:
It was observed that the subject device had poor water-tightness of cable unit, water tightness is lost and image cannot be displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: head unit is peeled off, the endoscopic image cannot be displayed and due to poor water-tightness of cable unit, water tightness is lost. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.